Manufacturer narrative:
Exact date unknown, event occurred a couple of months ago.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a pocket site relocation procedure and was doing well postoperatively. Nothing was explanted.